Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon placing the right ventricular (rv) lead, it was noted that the insulation of the rv lead had breached from delivery sheath being kinked and obstructed the lead's movement. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were ¿the insulation on the lead begin to helically coil outside of the sheath during revolution/torque¿, ¿a kink in the delivery sheath that was obstruction normal movement¿ and ¿the lead sat on scrub table for approximately 30 min the helical cooling of the insulation resolved and disappeared¿. The reported event of ¿the insulation on the lead begin to helically coil outside of the sheath during revolution/torque¿ was confirmed. As received, a complete lead was returned. The helix was extended and clogged with blood/tissue. Visual inspection found the outer insulation kink. The cause of ¿the insulation on the lead begin to helically coil outside of the sheath during revolution/torque¿ was due to ¿a kink in the delivery sheath that was obstruction normal movement¿ consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.